Event description:
For approximately the last 8 months the filter will not run consistently. When the filter fails, it will not allow blood or saline to run through. The cell saver operators will need to go through 3 filters before getting one that blood or even saline will go through at a cost of $38.00 each.